Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report. Device discarded.

Event description:
It was reported that there was a distal screw migration with subsequent nail breakage which resulted in a revision surgery.

Manufacturer narrative:
Please note the correction to d4 lot #. The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
It was reported that there was a distal screw migration with subsequent nail breakage which resulted in a revision surgery.